Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d; implanted: (B)(6) 2019; 429888 lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high/undefined impedances. The lead was programmed off, and will be explanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had a possible fracture and has been explanted and replaced.